Event description:
It was reported that the right atrial (ra) lead exhibited high capture threshold with loss of capture. Visual examination confirmed ra lead dislodgement. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.